Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photograph confirmed the reported event of driveline outer jacket damage. A specific cause for the damage could not be conclusively determined through this evaluation. The account submitted one photograph capturing the driveline distal-end bend relief and controller connector. Damage to the outer jacket was observed proximal to the controller connector. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(4) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains a section on ¿caring for the driveline,¿ which discusses how to prevent damage to the driveline. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that a clamshell repair was performed on (B)(6) 2024 without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photograph confirmed the reported event of driveline outer jacket damage. A specific cause for the damage could not be conclusively determined through this evaluation. The account submitted one photograph capturing the driveline distal-end bend relief and controller connector. Damage to the outer jacket was observed proximal to the controller connector. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). No further issues have been reported at this time. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU). Is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline,¿ which discusses how to prevent damage to the driveline. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no alarms associated with the damage. The clamshell repair was scheduled for (B)(6) 2024.

Event description:
It was reported that the silastic layer of the driveline was breaking away right above the metal connector. The damage was temporarily repaired with rescue tape and a clamshell repair was scheduled.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.